Event description:
The complaint was reported as: the unit will not stay powered on.

Manufacturer narrative:
Qn#(B)(4). A device history (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was received for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit was connected to 110 vac. The unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for a modified functional bench test where an adult breathing circuit (product code 880-36kit) and dual temperature probe (product code 380-89) was connected to the unit for a modified real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.